Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed 2 severe kinks located 39cm and 40.5cm from the tip. Functional testing was competed per device preparation. The pump was inserted into the ultra drive unit console. The pump and device primed, and the device was run for a period of 120 seconds in the thrombectomy mode. The devices pressure was not within the normal range. With the pressure being out of specification and the severe kinking noticed, the shaft was dissected and showed a broken hypotube at the 40.5cm location due to the severe kinking that took place. With a broken hypotube an under-pressure condition would occur. Leaks were noticed at the kinked areas. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that catheter break occurred. An angiojet solent omni catheter was used for treatment. During the procedure while in thrombectomy mode, the catheter was kinked and appeared that the metal coils inside the shaft had come apart. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter break occurred. An angiojet solent omni catheter was used for treatment. During the procedure while in thrombectomy mode, the catheter was kinked and appeared that the metal coils inside the shaft had come apart. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.